Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Can more information be provided about the difficulty in stapling? Can more information be provided about the staple line, including the shape of the staples and where along the anastomosis the tissue was partially stapled? Why was the surgeon unable to complete another anastomosis? Is the colostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that during a rectum procedure, when using the material (cdh29a), the doctor had a difficulty in stapling, partially stapling, making it difficult to finish the surgery. The surgeon was unable to correct at the time leaving the patient with a colostomy. The patient was dissatisfied with the procedure.